Manufacturer narrative:
A specific root cause could not be determined based on the available information. Additional information required for the investigation was requested but not provided. It is possible the analyzer date was manipulated since the raw data indicated an initial testing date of (B)(6) 2016 and the repeat testing date was (B)(6) 2017. Depending on the actual measurement date, the provided calibration data is either not relevant or it is outdated. Possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.

Manufacturer narrative:
This event occurred in (B)(4). (B)(4).

Event description:
The customer received erroneous results for two patient samples tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. The first patient initially resulted as 3000 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2017, resulting as 43.52 pg/ml. The sample was repeated with a dilution on (B)(6) 2017, with a result of 46.02 pg/ml. The second patient initially resulted as 3000 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2017, resulting as 49.23 pg/ml. The sample was repeated with a dilution on (B)(6) 2017, with a result of 66.01 pg/ml. No adverse events were alleged to have occurred with the patients. The e2 reagent lot number was 173998. The expiration date was requested but not provided. The initial testing date for both samples was provided as both (B)(6) 2016 and (B)(6) 2017. Clarification of the date was requested, but could not be provided.